Event description:
Per the clinic, the patient experienced a loss of osseointegration resulting in fixture loss. Per the clinic, the patient experienced a loss of osseointegration resulting in fixture loss. It is unknown if there are plans to reimplant the patient as of the date of this report. This report is submitted on october 26, 2022.